Event description:
It was reported that the impactor was broken. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual inspection of the returned sample revealed the device was broken. The broken fragment was not returned for examination. The complaint condition is confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. It was reported that "the impactor was broken. No surgical delay". The product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the attune rp tibial impactor (product code: 254401004, lot number: au6193445) was broken. The broken fragment was not returned for examination. The complaint condition is confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune rp tibial impactor (product code: 254401004, lot number: au6193445) would contribute to the reported device issue. This product issue will be addressed through depuy synthes quality system. The attune system impactor, a new product code (254411003) design, was launched encompassing the functions of all three attune impactors in a single product code. While the system impactors have been implemented into the field, a significant proportion of the existing impactors will remain. Therefore, this may contribute to the residual risk that there will continue to be complaints received. As part of the quality escalation, a field action was undertaken to issue a notice to all users of the potential for failure and the need to regularly inspect components for damage. As part of the field action, no other action was taken, and the components were left in the field. Whilst some residual risk is present, this risk is deemed to be acceptable and therefore no further action is necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.